Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0td12, implanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient needed their battery changed. The patient had a previous battery a couple years ago and now this current battery was running low because they had to keep it on high on almost all 4 programs, so the healthcare provider (hcp) thought maybe the lead was not in the right place and wanted to check that out. The patient wondered why they had to keep levels so high, as high as they could go. It was reported the patient was told normally batteries lasted 3-5 years. It was reported almost right away the patient was on level 6¿s and then last year or 9 months ago, was bumped up to being in the 8¿s for settings. It was noted the patient would follow up with an hcp. No symptoms were reported and no further complications were anticipated.